Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted. An intraoperative angiogram revealed that the endoprosthesis had partially covered the patient's right renal artery. A bare metal stent was subsequently implanted in the patient's right renal artery. It was reported that the procedure was successful and that the patient did not experience any complications associated with the event.